Manufacturer narrative:
Section d4: device information corrected. Manufacturer¿s investigation conclusion: the reported event of the system controller (serial number: (B)(6)) was not able to be confirmed. The system controller was not returned for analysis and log files from the event system controller were not submitted for review. Provided information indicated that atypical power cable disconnects and yellow wrench alarms activated, prompting a system controller exchange. Attempts to gain additional event information were made, but no response was received. The root cause for the reported event was unable to be determined via this investigation. The device history records were reviewed revealed no deviations with manufacturing and qa specifications. Heartmate 3 instructions for use (IFU) section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the controller. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's system controller malfunctioned. The patient was connected to batteries that had power, but the system controller alarmed to change the batteries and then turned off and went black. The patient connected to new batteries and the system controller turned back on. The patient replaced the system controller the next day due to a yellow wrench alarm. On device interrogation, it appeared the system controller had not been used since (B)(6) 2023. The patient had several backup system controllers due to frequent changes.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.